Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included crohn's disease, multigravida and parity 3. Concurrent conditions included fallopian tube cyst. Concomitant products included cyclobenzaprine hydrochloride (flexeril), ibuprofen and naproxen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vaginal odour ("vaginal area would not have a pleasant smell"), anxiety ("anxiety"), migraine ("migraines"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), memory impairment ("I would feel like I had short memory"), nervousness ("get nervous was easier"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain") and pain in extremity ("leg pain (right) / arm pain"). On an unknown date, the patient experienced back pain ("back pain"), vaginal discharge ("vaginal discharge"), vitamin d deficiency ("vitamin d deficiency"), high density lipoprotein decreased ("low hdl (under 40)"), gingival pain ("gum pain") and neck pain ("neck pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia and vaginal odour had resolved and the back pain, headache, cystitis, urinary tract infection, vaginal infection, anxiety, migraine, bladder disorder, urinary tract disorder, tooth disorder, memory impairment, nervousness, dysmenorrhoea, vaginal discharge, fatigue, weight increased, vitamin d deficiency, high density lipoprotein decreased, pain in extremity, gingival pain and neck pain outcome was unknown. The reporter considered alopecia, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, gingival pain, headache, high density lipoprotein decreased, memory impairment, migraine, neck pain, nervousness, pain in extremity, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vaginal odour, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"bladder infection, urinary tract infection, vaginal infection, vaginal area would not have a pleasant smell, anxiety, migraines, bladder problems, urinary problems or changes, dental problems, I would feel like I had short memory, get nervous was easier, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, vitamin d deficiency, low hdl (under 40) ,leg pain (right), gum pain, neck pain", concomitant drug and condition, historical condition, lab data added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headache") and alopecia ("hair loss"). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, headache and alopecia outcome was unknown. The reporter considered alopecia, back pain, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.